Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2009.

Event description:
It was reported that the patient was syncopal. It was found the right ventricular (rv) lead had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.